Event description:
The customer reported that the table top is free floating. The system was not in clinical use at the time of the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The philips field service engineer (fse) determined that the service latch was not secured and re-secured the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer, (B)(6), alleged that, the table top is free floating, for br 64 728231. There was no report of any harm to the operator, patient or bystander during the incident. The system was not in clinical use at the time of the issue was discovered. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. Fse determined that the service latch was not secured and re-secured the service latch to resolve the issue. No other service latch complaints have been received from the customer after the service latch was re-secured. After the fse¿s service, the system is working as specified. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual, which directs to the brilliance CT 6-64 system planned maintenance introduction gantry cover removal / installation procedures (page 12) stating: "brilliance 6-64 gantry cover removal and installation procedures are located in the brilliance 6-64 gantry repair and replacement manual." The brilliance CT gantry repair and replacement manual, opening the gantry front cover (page 70) states: "1) ensure the patient support top is as far away from the gantry as it will go. 2) unscrew the wing nut or nut on the subframe quick release located under the front of the patient support. Unscrew it enough so that the other end will drop out of the slot in the bracket it engages. 3) move the patient support subframe away from the gantry. Note that it may take considerable force to move the subframe out of its normal position. However, after the initial resistance is overcome, the patient support subframe should move freely." Also, in figure 3 - 1: lower patient support subframe quick release, closing the gantry front cover (page 73) it states: "9) re-engage the patient top subframe support quick-release at the front of the patient support by pushing the end of it up until it engages the slot in the top bracket. 10) tighten the wing nut on the quick release." CT engineering determined this issue to be an acceptable risk through a risk benefit analysis (rba). According to rba, the following mitigations for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. ¿ floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. A. Brilliance CT IFU (v2.3) section 1.10 (¿training¿) ¿ execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. A. Brilliance CT IFU (v2.3) section 4.4 (¿daily checks¿) ¿ service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. A. Br 16/16p iq and dose testing instructions (section 1 - introduction). B. Br 16/16p iq and dose testing instructions (sections 5 & 6, table 3). C. Execution of auto iq tests, per service instructions, enables detection of table position errors. D. Br 16/16p iq and dose testing instructions (section 1 - introduction). E. Br 16/16p iq and dose testing instructions (sections 5 & 6, table 3). ¿ for oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. A. Brilliance CT therapy table top installation instructions p.17. B. Brilliance therapy table top installation instructions p.10. ¿ during a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. A. Crep-0202 (rev 2) - (ut_boa.txt, ut_python.txt). B. Crel-0476 (rev 01) - appendix 4 (verification test results 3.xlsx). C. C16u-0541 (rev 1.3) - appendix 4 (verification test results). CT engineering also determined that there is a potential for undesired radiation to the patient due to carbon top stops/free floats before scan completed. In such cases, the trained professional may determine a rescan is necessary. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. Field safety notification (fsn 72800614) was sent to the field on 08-apr-2014 stating that: ¿ if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. ¿ a copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The root cause of the event could not be determined based on the information provided.